Event description:
Spontaneous call. Call from patient reporting high pressure alarm on both pumps. Patient stated she mixed a new cassette and placed cassette on back up pump. Pump immediately alarmed with high pressure. Patient turned off pump. Tried again on same pump. Pump began priming but then alarmed with high pressure again. Patient swapped same cassette to other pump and it alarmed with the same issue. Patient then called in to pharmacy. Rph confirmed no kinks in tubing, clamps were open, ext tubing placed correctly. Patient stated cassette was brand new from recent shipment and provided lot# 4365513 and date of (B)(6) 2028. Patient swapped to cassette from different lot and worked without issue. No add'l info, or dates available, pump return tracking info is not available, photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes. Reported to (B)(6) by pt/caregiver.